Manufacturer narrative:
The cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia. The impella was adjusted and the ventricular tachycardia resolved. Later, care was withdrawn and the patient expired.